Event description:
The customer reported to olympus when connecting their evis exera iii video system center to the cv-190 tower it displays communication errors (b30 and e216). The event was observed during an unknown diagnostic procedure. They connected the video center to the backup cart and the failure occurred again. There was no report of patient harm or injury as a result of the event.

Manufacturer narrative:
While troubleshooting with the service center the customer was informed to narrow down which scope is causing the errors by shutting off the cv-190 tower, disconnecting the scope, connecting the scope, powering the tower on, and noting if the errors occur and to clean the contacts of the affected scope with 70% ethyl or isopropyl alcohol with a lint-free cloth and follow the steps for connecting the scope. The customer was advised if the error is still present after performing the troubleshooting steps to send the scope in for service. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to foreign material or medicinal solution that adhered to the video connector. Olympus will continue to monitor field performance for this device.